Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 24 mg/dl at the time of the incident. The customer was at 90 to 147 mg/dl at the time of admission and after being treated for the low. The customer was at 257 mg/dl at the time of the call. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller is positive the pump delivered the entire contents of the reservoir into the customer. The caller reported pump physical damage. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.